Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the site would stick drapes to the tracker. When the drape would be removed, the tracker would then move. The site performed another spin and was fine. This is what led the manufacturer representative to believe the tracker had been bumped. It was also reported the site was too far lateral, and the amount of inaccuracy given by the site was 5mm. The issue was resolved by completing another image acquisition.

Manufacturer narrative:
D11 updated: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.2.0. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis completed and it was reported that the behavior described is the intended behavior of the software. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: n/a. A medtronic representative went to the site to test the equipment. It was reported that no part of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon felt noticeably inaccurate following verifying an awl tip tap and moving into navigate. There was no reported delay to surgical procedure or impact on patient outcome due to this issue. 2019-dec-09 additional information received stating that the probable cause was determined to be that reference frame moved while the site verified their instrument on a frame fixed to the patient.